Event description:
The account alleges that the siderail will not latch.

Manufacturer narrative:
The tech reattached the pressure spring into the locking piston and cleaned the latching mechanism of foreign material, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.